Event description:
In 2007, the patient was treated with the gore tag thoracic endoprosthesis for a traumatic aortic transection. The following month, imaging revealed the device was placed in the corner of the aortic arch and collapsed. Two weeks a re-intervention was performed, three aneurx aortic cuffs were implanted; 2-26mm proximally and 1-24mm distally. The procedure went without incident and the patient was reported to be doing well post procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device was used outside of instructions for use.